Event description:
It was reported that while using the bd plastipak¿ 3ml syringe 2 syringes broke. Verbatim: caller reported [pt snapped two syringes ]. Did the caller insert the needle into the cartridge and encounter fill resistance? - no. With how many syringes/needles did the caller experience the issue? - [2]. Did all issues occur on the same day? ¿ yes. Did issue cause any injury? - yes, [pt poked himself in the finger]. Did customer require medical intervention? - no.

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. We would be very interested in examining product that does not meet your expectations and our quality standards. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.